Event description:
The advocate stated the customer received a blood glucose reading of 186 mg/dl from her breeze2 meter and a reading of 86 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement test strips were sent to the customer. No product will be returned.